Manufacturer narrative:
The operator cleaned the ion selective electrode (ise) stirrer and the siemens customer service engineer (cse), who was dispatched to the customer's site to determine the cause of the decrease in average for sodium (na) and potassium (k) patient results on the advia chemistry xpt system, determined that this resolved the issue. The cse removed the ise flea, cleaned the flea and ise bowl and verified the alignment of the dilution probe line (dpp) probe into the ise bowl. The cse also ran an ise precision test, which recovered within expected ranges. Then, the operator calibrated the ise and ran quality controls, which recovered within expected ranges. A siemens headquarters support center (hsc) specialist further analyzed the event and determined that improper mixing of sample and buffer in the ise dilution bowl potentially contributed to the decreased average in patient results. The system is performing according to specifications. No further evaluation of this system is required.

Event description:
While running the advia chemistry xpt system, the operator observed a decrease in average for sodium (na) and potassium (k) patient results. The operator indicated that two discordant, falsely low na results were reported to the physician(s), who did not question the results. These samples were rerun on an alternate system, resulting higher. Based on these results, corrected reports were provided to the physician(s). Although the operator indicated that the average na and k patient results decreased, they only provided data for two na results because only these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the low na and k results obtained on patient samples.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00102 on (B)(6) 2018. Additional information (06-mar-2018): quality controls (qcs) were within expected ranges when the affected patient samples were run. After observing a decrease in average for sodium and potassium patient results, at the time of the event, the customer ran qcs to check the instrument's performance; the qc recovery was low. The customer estimated that 120 patients were impacted by this event, but did not provide supporting data for the other patients.